Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer connection for the radiofrequency programmer head was not working right. It was further reported that interrogation readings were not obtainable unless the header insertion to the programmer was pressed hard upon or the insertion point was lifted up. It was speculated that the header pins may be broken. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of connection difficulty, the radiofrequency head connector on the link electronic module board was loose. It was noted that the programmer was to be scrapped due to a lack of available replacement parts.